Event description:
It was reported that the mobile programmer application experienced poor wireless connectivity during an implant procedure. It was noted that the electrograms (egm) appeared noisy and disconnected. Troubleshooting steps were taken to include restarting the mobile programmer application and repositioning the patient connector closer to the patient, however the issue persisted. It was noted on analysis that loss of blue-tooth connection occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application experienced poor wireless connectivity during an implant procedure was confirmed. Analysis found evidence of poor telemetry connection, leading to intermittent loss and instability until the connection was recovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.